Event description:
The catheter was found to be split at the lumen. The pt was transferred to a renal unit and then to an intensive care unit due to breathlessness and hypotension. When the pt was stablilized, the catheter was removed.

Manufacturer narrative:
The catheter had a 1 cm axial split in the arterial extension tubing just proximal to the bifurcation. The split edges appeared smooth and glossy suggesting a burst. The device and complaint history reviews showed no related issues and 13 other similar complaints 2 from 1 hospital and 11 from another. Physical testing showed slight variances in the material within specification proved to be of no consequence to the device performance. The failure was typical of over pressurization resulting in a burst.